Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed broken pitch cables at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event the customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, a broken wire was noted at the wrist of the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.